Event description:
A premature infant (age and size unk) received an infusion of n/4 saline + 10% dextrose at 9.3 ml/hr on signature gold edition pump. The hospital contacted the local foreign affiliate clinical consultant for info and add'l training on using the pressure alarm feature. It was reported that the child had received a tissue injury to the hand as a result of "tissued cannula" or infiltration of the IV solution and required transfer to a specialty children's hospital for surgery to prevent impairment/damage to the arm/hand. The customer is aware the device is not intended to detect infiltration however, due to the injury the incident was deemed reportable. Add'l inservicing was provided the clinical staff on pressure settings, alarms and baselining. The customer's biomedical staff have found no fault with the device and it is not expected to be returned for investigation. The device serial # is unk and no MFR date can be determined.